Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Cardiac arrest and death are listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on 10/31/2013 a 2.25 x 18 mm xience prime sv was implanted in a high lateral branch and a 2.75 x 8 mm xience xpedition was implanted in the distal right coronary artery. On (B)(6) 2014 the patient presented with cardiopulmonary arrest. Cardiopulmonary resuscitation (CPR) was performed; however, the patient expired. An autopsy was not performed. No additional information was provided.

Manufacturer narrative:
(B)(4).